Event description:
It was reported that a user experienced scan errors when attempting to pair a new freestyle libre 3 plus sensor with the app, with repeated unsuccessful scans indicating an intermittent communication failure involving the antenna/electromagnetic componentry of the system. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure, with involvement of the antenna and electrical or magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.